Event description:
While patient was being transferred from their bed by use of the alpine mechanical lift, the right loop of the sling lifted from the hook, resulting in the patient falling to the right, out of the sling onto the floor.